Event description:
Complaint submitted through clinical data collection. The biocore product was used on a patient for an unspecified procedure. The product item number and lot number were not provided. The surgery date and nature of the surgery were also not provided. Clinician reported an adverse event onset date of (B)(6) 2025 of the s1 superior \ endplate fracture and tlif cage subsidence. Clinician specified that during "aggressive" physical therapy on (B)(6) 2025 (4 weeks postoperatively), the patient experienced sudden onset of pain in the left lower extremity, localized to posterior buttocks, thigh, and extending to the calf. The patient also reported left foot weakness. A CT of the lumbar spine was peformed on (B)(6) 2025. The CT scan showed a fracture of s1 superior endplate, subsidence of tlif cage eccentric to the right, anterior migration, and inferior subsidence. The s1 screws were more prominent along s1 vertebral body post-fracture, without significant haloing. The l5 to l3 screws were still intact. Additionally, a calcific density along the left s1 nerve root at l5-s1 disk space abuts the left s1 nerve. Medical intervention was required. The patient was admitted to the ortho service on (B)(6) 2025. Revision fusion was performed on (B)(6) 2025 and the patient was discharged with home health services on (B)(6) 2025. No further information surrounding the patient outcome was provided. The clinician, who is also the principal study investigator, later confirmed the evevnt that occurred is unrelated to the product. It is likely user error and the form was incorrectly filled out. No further product, patient, or event information was provided.

Manufacturer narrative:
The clinician confirmed the event is unrelated to the manufacturer's product.

Event description:
Complaint submitted through clinical data collection. Limited information was provided and it is unlikely further information surrounding patient status, patient outcome, or the event will be provided. The biocore product was used on a patient for an unspecified procedure. The product item number and lot number were not provided. The surgery date and nature of the surgery were also not provided. Clinician reported an adverse event onset date of 6/12/2025 of the s1 superior endplate fracture and tlif cage subsidence. Clinician specified that during "aggressive" physical therapy on (B)(6) 2025 (4 weeks postoperatively), the patient experienced sudden onset of pain in the left lower extremity, localized to posterior buttocks, thigh, and extending to the calf. The patient also reported left foot weakness. A CT of the lumbar spine was performed on (B)(6) 2025. The CT scan showed a fracture of s1 superior endplate, subsidence of tlif cage eccentric to the right, anterior migration, and inferior subsidence. The s1 screws were more prominent along s1 vertebral body post-fracture, without significant haloing. The l5 to l3 screws were still intact. Additionally, a calcific density along the left s1 nerve root at l5-s1 disk space abuts the left s1 nerve. Medical intervention was required. The patient was admitted to the ortho service on (B)(6) 2025. Revision fusion was performed on (B)(6) 2025 and the patient was discharged with home health services on (B)(6) 2025. No further information surrounding the patient outcome was provided. The clinician confirmed the product was related to the intervention.